Manufacturer narrative:
Covidien reference number: (B)(4). The printed circuit board was found to be defective. Evaluation is still in process at this time while awaiting customer's permission to repair. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
It was reported that the device display was missing segments. There is no patient involvement reported. There is no report of serious injury or death associated with this event.